Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the physician, the likely root cause of the lens damage was the foam tip plunger of the injector overrode the iol.

Event description:
The physician reports performing cataract surgery with attempted implantation of a (B)(4) intraocular lens in the right eye using an ez-28 injector. During insertion of the lens, the plunger kinked the trailing haptic. Intervention was performed in order to enlarge the original incision, remove and replace the lens and suture the wound. A second (B)(4) lens was implanted successfully. Reference MDR 1119279-2010-00070.